Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated interference/noise. The lifetime ventricular sensing integrity counter is 992 and all counts occurred over the first five weeks of implant. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was reported that the device showed oversensing since (B)(6) 2010. Impedances are solid and no episodes have been collected. The patient had an ablation procedure on that day. The device is still in use. No patient complications were reported as a result of this event.